Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The product was expected to be returned, however, it was then later confirmed that the device would not be returned by the customer. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor can a root cause or any potential contributing factors be identified. A device history record review could not be completed as the product was not returned and no serial number was provided. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results as well as the device history record. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, this vigilance ii monitor showed untrustworthy values and it cancelled the measurements even though the monitor showed it had finished with the measurements. It was reported that there were two problems. First, the cardiac output showed unreliable values and sometimes nothing at all. Second, the whole process sometimes stopped, and the equipment indicated that all measurements were completed. No further information was available about this case. There was no allegation of patient injury reported. The device was available for evaluation.